Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose at the time of incident was found to be over 400 mg/dl and was treated with a manual injection. The customer was using insulin pump within last 48 hours of the reported high blood glucose event. Insulin pump had insulin flow blocked alarm and insulin was exited. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.